Event description:
The staff reported that the roller clamp from the codan IV tubing is defective. The clamp is not in the track so when the tubing is shut off the fluid is still free flowing.manufacturer response:codan only have product in stock of that same lot #. The company representative has requested having production make more in the next couple of days and will be back from sterilizer next tuesday. They will be shipping out that new lot number with tuesday. Codan found the issue with the roller ball that is in the roller clamp and is positive that they have fixed the issue.